Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported the sensor stopped working but could not recall the exact error message. The patient reported losing consciousness during this event, but no further details about the event were available. The patient was feeling ¿a little off¿ at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).